Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2016, to remove the abutment. During the procedure, skin was excised and the patient was administered with antibiotics (type not reported). The implanted device remains. This report is filed september 19, 2016. Implanted device remains.

Manufacturer narrative:
This report is filed on september 13, 2016. Registration number 3009092818 exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, patient developed an infection at abutment site and subsequently was treated with oral antibiotics (date not reported). The implanted device remains.